Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction reoccurs, which the customer acknowledged and understood.